Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon device interrogation it was noted that the implanted cardioverter defibrillator (ICD) exhibited post paced t-wave oversening. The device was reprogrammed. The patient was in stable condition.